Event description:
The user facility reported that the evis lucera gastrointestinal videoscope water bottle tube was not connected tightly, so the water did not flow. The issue was found during preparation for use. There was no patient or user injury reported. The subject device was received at an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector . Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the device evaluation, service observed image noise, and found that due to damage to the charge coupled device (ccd) unit, the specified resolving power was not obtained. Additionally, the light guide bundle was slipping down, and the light guide lens was cracked. The electrical connector and scope connector had corrosion due to fluid ingress. The insulation resistance value at the distal end did not meet specifications due to a chip on the camera cover (c-cover). Due to a cut on the heat shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained. Due to wear of the angle wire, the bending angle in the up direction did not meet specifications. Due to a dent on the suction channel tube (ch-tube), the suction volume did not meet specifications. There was a pinhole in the ch-tube. The adhesive on the bending cover (a-rubber) was cracked. The connecting tube had discoloration, and the universal cord was wrinkled. The air/water cylinder and suction cylinder were dented. Switch 1 was dented and had a pinhole, switch 3 was scratched, and the control unit was dirty. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.